Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to total vaginal prolapse. It was also reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was further reported that patient underwent vaginal mesh revision on (B)(6) 2011. It was reported in the medical record the patient had excision of mesh from the anterior vaginal wall, vaginal vault suspension of the uterosacral ligaments, anterior colporrhaphy with vaginal paravaginal repair, excision of mesh from the posterior vaginal wall, posterior colporrhaphy with extensive perineoplasty and cystoscopy (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and dysuria.